Event description:
During the transfer from the malibu bath using maxi sky 600 ceiling lift and non-arjo sling, the patient slipped out. The patient was hospitalized (because of fractured hip suspect). The caregiver sustained back injury attempting to prevent fall and had one shift off.